Manufacturer narrative:
Taper unknown. (B)(4). The rptr of the complaint was asked to return the product analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet rec'd this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has rec'd no response from the authors. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leakage as follows: "when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."

Event description:
Reported event of leak from journal article: "does pregnancy increase the need for revisional surgery after laparoscopic adjustable gastric banding?", obes surg (2010) doi 10.1007/s11695-010-0235-7. This medwatch represents a possible five events of "leak" listed as "mechanical port and tubing problems" in tables 3 and 4 of the article that included both leaks and displacements. Since no info has been rec'd as to how many of each, these two events have been divided evenly.